Event description:
Patient presented to the physician with a tugging sensation at the chest and neck associated with neck movement, causing soreness at the ipg site, along with symptoms of itchiness and swelling. Upon examination, the physician suspected superficial infection and prescribed the patient a 10-day course of antibiotics. Patient returned for a follow-up appointment with improvement.